Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard, solidified lumps, pain, swelling, firmness, numbness and tingling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient in the cheeks with juvéderm® voluma® with lidocaine and in the lips with juvéderm® volift¿ with lidocaine. Four months later, the patient developed ¿hard, solidified lumps on the lips/cheeks, pain, swelling all over the face, lips are stretched so much they are almost bleeding and hard solid lumps inside the lips." The swelling encompassed ¿entire cheek and lips¿ and also had firmness, numbness, and tingling at the injection sites. Nine days after symptom onset, the patient was treated with hyaluronidase and again 5 days later. Patient's ¿symptoms are subsiding, swelling has enormously gone down, lips are not as hard as before and not painful anymore.¿ patient takes duloxetine concomitantly. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00586 (allergan complaint #(B)(4)).this is the first MDR submitted for the first suspected product, juvéderm® voluma® with lidocaine.